Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026 at approximately 7:00 pm, the patient¿s cgm was displaying glucose values in the 100 mg/dl range. During this time, the patient exhibited symptoms including disorientation, confusion, dehydration, nausea, vomiting, and diarrhea, and was unable to recognize family members. The family did not have a functioning manual glucometer to confirm readings. The patient¿s son transported him to the emergency department. At the ER, fingerstick blood glucose testing showed a glucose level of approximately 40 mg/dl. He did not know his cgm reading. The patient underwent several medical evaluations, including diagnostic scans, which required removal of both the dexcom g7 sensor and the omnipod. He received IV fluids and food, was monitored until stable, and was discharged early the following morning at approximately 4:30 am less than 24 hours). At the time of the report the patient was better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.